Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical service on (B)(6) 2018. The local representative reported that this patient received an inappropriate shock due to noise and oversensing. The electrogram noise was reproducible with arm movement. The chronic subcutaneous implantable cardioverter defibrillator (s-ICD) device had been sutured down well but anterior. The local representative asked if this could have resulted in the event (electrogram noise, oversensing and inappropriate shock). The local representative believes that the patient had received inappropriate shock therapy on (B)(6) 2017 and (B)(6) 2017. The technical service's consultant commented that the last remote transmission occurred on (B)(6) 2017 and untreated episode #005 was recorded on (B)(6) 2017 due to electrogram noise and oversensing. The technical service's consultant suspected that the electrogram noise could have been the result of myopotentials. There have been no prior calls to technical services prior to (B)(6) 2018. The patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2018. The chronic subcutaneous implantable cardioverter defibrillator (s-ICD) device and electrode were explanted and replaced with a single chamber implantable cardioverter defibrillator (ICD) device and implantable transvenous right ventricular (rv) defibrillation lead. A product performance analyst contacted technical services on (B)(6) 2018 to discuss the call from the local representative. A review of stored data identified untreated episode#001 recorded in (B)(6) 2016 (electrogram noise and oversnsing), untreated episode#002 in (B)(6) 2016 (electrogram noise and oversensing), treated episode#003 in (B)(6)2016 (inappropriate shock due to double and trible counting of wide qrs signal), and untreated episode#004 in (B)(6) 2017 (electrogram noise and oversensing).